Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the no image condition was a receiver module failure. The conclusion was that the issue was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center, an olympus asset with no reported complaint. During the evaluation of the device, no image was observed. The service repair technician assessed the condition and determined that the issue was caused by a receiver module failure. There was no patient involvement.